Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. (Component code changed to 4768). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely coating of the insertion tube was peeled off (1mm2 or more) due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be identified. The instruction manual states the inspection method associated with the event in "chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the coating of the image guide hose on the fiberscope peeled off. There were no reports of patient involvement.